Manufacturer narrative:
Premarket (510k) number is unknown. Manufacturer date is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the cassette a no message alarm and then, a no disposable, clamp tubing alarm went off. The pump was changed to another one, but the alarm persisted. The cassette was changed and the alarm was settled. No patient injury was reported.

Manufacturer narrative:
Device evaluated, visual inspection performed and found testing/inspection picture attached: picture 1 shows a cassette product from part number 21-7302-24 in used conditions, without blue clip. Picture 2 shows the front view of the cassette product without the blue clip and with burr on the side of the bag. Picture 3 show the ay bag neck section from a flow stop cassette model. Picture 4 show the top view of a cassette product. Samples received: sample received consist in 1 cassette product from part number 21-7302-24. Sample was received after use conditions, decontaminated and inside in a plastic bag. Visual inspection: no damage, kinks or any discrepancies that could cause the failure mode reported. Functional testing ? First pump: sample was connected to the cadd legacy plus. No alarms were activated. Functional testing ? Second pump: the sample was connected to the cadd legacy plus, a second pump. No alarms were activated. The reported issue was not duplicated, the failure mode could not be replicate, complaint is not confirmed.